Event description:
It was reported that during an atrial tachycardia/atrial fibrillation procedure with a thermocool® smarttouch® bi-directional navigation catheter the patient developed cardiac tamponade. Subsequently the patient was taken to the operating room for surgical repair. The patient fully recovered. Based on the facts of the case there were no reported malfunction with any of the catheters and systems used during the case. Thus, this event is unrelated to the device, possibly related to the procedure. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. The complaint device was discarded by the customer.

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Device history report (DHR) review cannot be conducted because no lot number was provided by the customer. Concomitant products: unk. (B)(6). (B)(4). Since the lot number is unknown, the full UDI number can not be provided the product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed.